Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the top ratchet rivets, lower pivot bolt and roller guide were missing from the siderail. The technician replaced the hardware to repair the stretcher.